Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had no audio. The unit was triaged and the customer¿s reported condition was confirmed, and the unit did not produce an audible alarm. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A specific issue was not alleged on this back to stock unit. Upon triage on (B)(6) 2017, the service technician found the unit had no audio.